Event description:
The customer reported that on 2/5/98 vasoseal was used following a diagnostic catheterization procedure. Four days later, the pt presented to the ER with an enlarged red groin. A penrose drain was inserted. The pt returned the next day for removal of the drain. At this time the pt was admitted to the hosp for an I&d on 2/11/98. Cultures revealed a staph aureas infection.